Event description:
Customer reports that the device produced results of 400-500mg/dl while the doctor's device read 91mg/dl. Tests were performed at the same time. No treatment received. Customer also mentioned that the she received a result >600mg/dl., but wasn't sure of the exact result. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.